Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer's wife that the customer had a button error alarm. The customer blood glucose level was 80 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.